Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic bariatric procedure, the stapler was loaded correctly but the loader couldn¿t staple because it couldn¿t close. It happens twice with 2 different reloads. New reload was used to complete the case. There was no patient injury.